Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation. The following information was provided by the initial reporter: we came across a tubing that completely came of the drip chamber while the chemo was infusing. The tubing was a bd secondary set- 10013364t. Lot# 10885403198915.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-02-08. H6: investigation summary: customer reported the tubing completely came out of the drip chamber, and then returned a picture and the affected sample. The sample was clearly separated at the drip chamberand the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A device history record review for model 10013364t lot number 20095612 was performed. The search showed that a total of 10,503 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is insufficient solvent.

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation. The following information was provided by the initial reporter: we came across a tubing that completely came of the drip chamber while the chemo was infusing. The tubing was a bd secondary set- 10013364t. Lot# 10885403198915.